Event description:
It was reported that the gastrointestinal videoscope had no image. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope had black image with noise and white residue on the air/water channel. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scope had no picture, black image with noise due to defective circuit board. Additionally, for the white residue on the air/water channel the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.